Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no complaint related issues were observed. A functional evaluation revealed that the unit failed the weight test. The complaint was confirmed and the root cause has been associated with a seal failure. A review of manufacturing records found the device has been in service for over 5 years, thus any malfunction presented at this point in time would not be related to the manufacture of the product. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time.

Event description:
It was reported that the shoulder positioner was not working, no further information provided. No case involved. Results of investigation have concluded that this unit was not holding the position which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.